Event description:
It was reported that the patient presented at office consultation since they experienced urinary incontinence with this artificial urinary sphincter (aus). It was found that the cuff was not tight enough since the pump stayed flat when attempted to use. A surgical procedure was performed and all components were removed and replaced. There were no additional patient complications reported.